Manufacturer narrative:
(B)(4), based on the available info, it is being considered that the fall was an unexpected event. The available info does not support that there was any mounting or device problem. This issue is being reported to the competent authority, as it was reported that the monitor fell. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor was damaged due to a accidental fall. No pt harm was reported.